Manufacturer narrative:
Patient date of birth and age unavailable from facility; patient weight unavailable from facility; device lot number and expiration date are unavailable from facility; device was discarded before this information could be obtained. Device manufacture date is unavailable. This date is dependent on the device lot number, which is unavailable. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
Prior to a lead extraction procedure, during prophylactic preparation for bridge use, the physician was unable to thread the lumen of the bridge balloon onto the guide wire. Manufacturer became aware of this event on 8/31/2017 (procedure occurred on (B)(6) 2017)because physician initially suspected an issue with the guide wire and not with the bridge balloon. Patient suffered an atrial appendage tear during the procedure unrelated to bridge device; patient survived procedure.